Manufacturer narrative:
Additional narrative: patient¿s date of birth/age, gender and weight are unknown. 510k: this report is for four (4) unknown distal titanium locking screws/unknown lot. Partial part number reported as 04.005.4xx; without the specific part number; the UDI number is unknown. The original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a right tibia shaft non-union, four broken titanium locking screws and a possible infection underwent a tibia nail- expert hardware removal was performed on (B)(6) 2018. The surgeon opened the non-union site, retrieved culture samples and removed non-union bone. All screws and broken pieces were removed (distal broken x 4, proximal intact x 2). An expert tibia nail (9mm x 360mm) was removed. A new expert nail was implanted (10mm x 360mm) with three distal screws and two proximal, antibiotic cement was placed at the non-union site. The original implant date is unknown. The revision surgery was successfully completed with no surgical delays. The previously implanted hardware was removed easily. This report is for four (4) broken unknown distal titanium locking screws. (B)(4).

Manufacturer narrative:
This report addresses the four (4) unk - screws: nail distal locking (part unknown / lot unknown) which were reported with the complaint category of ¿broken (2+ pieces): postoperatively : rm.¿ however, the devices were not returned for investigation; only a picture was provided. Device condition: the provided picture was reviewed. The image shows six (6) screws. Two (2) screw are intact with wear consistent with use and no identified defects. Four (4) screws each show a roughly transverse break in the threaded shaft of the screw. No additional defects were observed. Thus, the complaint condition is confirmed and consistent with the reported condition as four (4) screws are confirmed as broken. Replication of the complaint condition is not applicable as the devices are already broken and were not returned. Based on the provided information no determination regarding the reported infection can be concluded. Lot number review: a DHR review could not be performed as the lot numbers are unknown. Drawing review: the part number for each of the screws displayed in the photo could not be definitively determined as the devices were not received for inspection. However, based on the blue color coding, head shape, flutes, and the mating nail, 04.034.346s, the screws are likely from the 04.005.4xx family. Thus, the drawing review and risk assessment for this family were reviewed. Relevant drawing was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical devices were not received dimensional or material testing could not be completed. Conclusion: a device inspection via the provide photo was performed as part of this investigation. The complaint condition is confirmed as the image shows four (4) broken screws. No definitive root cause was able to be determined as circumstances surrounding the event are unknown and the device was not returned for physical inspection. From the provided information there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.